Event description:
The customer reported a ventilator experienced a machine and proximal pressure sensors failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse) who confirmed the reported issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: reporting institution phone: (B)(6).

Manufacturer narrative:
The repairs are currently pending. The data acquisition (da) board and power management (pm) are still on delivery hold so the unit has been kept in the repair center and repair completion date cannot be fixed.

Manufacturer narrative:
A philips service engineer (se) evaluated the device and reported that the reported phenomenon was not duplicated despite a test run. The se reviewed the event log, the following logs had been recorded; check vent: machine and proximal pressure sensors failed (diagnostic code: 1007), check vent: 5v supply failed (diagnostic code: 1118), check vent: ovp circuit failed (diagnostic code: 1127), check vent: 35v supply failed (diagnostic code: 111b). The se then reported that the power management board and data acquisition board were replaced preventively.

Manufacturer narrative:
The power management pcba was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) was unable to confirm the component under test failed. The pr indicates that the component under test caused a fault resulting in diagnostic/error code 1007 to be triggered. The diagnostic code was unable to be repeated except by removing the motor control pcba or by disconnecting the motor control printed circuit board assembly (pcba) to data acquisition pcba cable. Additionally, the complaint record specifies that the power management pcba and data acquisition pcba were replaced as a preventative measure. The power management pcba under test was not found to be the cause for the stated problem. No fault found."

Manufacturer narrative:
The suspected data acquisition board was returned to philips, and the failure investigation was completed. The technician documented the following conclusion/root cause: "functional analysis was performed and identified that the device pressure accuracy testing passed. The technician could not duplicate the failure from the service. The data acquisition board operates on the standard test bed (stb) without issue or error code 1007. The suspect data acquisition board passed pressure accuracy testing as noted in the current revision of service manual. No fault found." Product UDI is corrected.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, data acquisition (da) board and power management (pm) board, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.